Event description:
Per the field clinical specialist (fcs), approximately 3 years and 4 months post successful tavr implant using a 23mm sapien 3 valve via transfemoral approach, the patient presented with shortness of breath (sob). A trans-thoracic echocardiogram (tte) showed a stenotic valve with a mean gradient of 40mmhg and a peak of 90mmhg. The valve was successfully treated with a 23mm sapien 3 ultra valve. The post invasive gradient was performed showing a final gradient of 8mmhg. The patient tolerated the procedure well.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
The 26mm sapien 3 valve was not returned for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The commander delivery system with s3 thv IFU was reviewed for guidance and instructions. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography are valve stenosis, valve thrombosis, exercise intolerance or weakness. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for increased gradients was confirmed based on the provided medical record. The review of DHR, lot history and complaint history did not indicate manufacturing non-conformance contributing to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, "approximately 3 years and 4 months post successful tavr implant using a 23mm sapien 3 valve via transfemoral approach, the patient presented with shortness of breath (sob). A trans-thoracic echocardiogram (tte) showed a stenotic valve with a mean gradient of 40mmhg and a peak of 90mmhg." Review of medical record indicated that the valve was functioning well until patient stopped ticagrelor (antiplatelet medicine). It was indicated that the patient was potentially to have thrombosis resulting in the increased gradient. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and increased gradients. Additionally, it was noted that patient had hypercholesterolemia (also known as hyperlipidemia), which is found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies, which can also lead to leaflet thickened resulting increased gradients. In this case, available information suggests that patient factors (thrombus, hypercholesterolemia) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Medical record review was unable to confirm that the patient had severe bioprosthetic aortic stenosis as there was no aortic valve area (ava) of the 23mm s3 that was implanted successfully. The patient's valve had been functioning well in the last 3 years until recently when the patient's ticagrelor anticoagulant was stopped. In the month or so after it was stopped, the patient developed acute shortness of breath (sob) and was diagnosed with acute diastolic heart failure-nstemi. The echo prior to the vale in vale (viv) showed a vmax of 4.94m/s, and a mean gradient 63.7mmhg, both of which would indicate moderate to severe aortic stenosis. A viv (23mm s3u in 23mm thv) was implanted in the aortic position via transfemoral (tf) approach. The viv appeared successful, but the post tavr echo indicated that the patient's mean gradient was elevated again, and that the patient appeared to have suspicion of halt. The patient was placed on doac rx and on the one-month post tavr follow up, the tte done indicated the gradients was lower, and there was no aortic regurgitation (ar) or aortic stenosis (as). The plan is for the patient to remain on an anticoagulant.